Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that tips of two rod benders broke during use in surgery. The tips were retrieved and the procedure was completed using two alternative rod benders. There were no reports of patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
UDI: na. Additional information: (methods, results, and conclusions) - the returned bender was examined. The end of the bender had fractured off. This is likely attributed to repeated bending of strong material causing the bender to fail as the force needed to bend the rod overloaded the bender. The manufacturing records were reviewed and there were no issues detected which would have contributed to this event.

Event description:
It was reported that tips of two rod benders broke during use in surgery. The tips were retrieved and the procedure was completed using two alternative rod benders. There were no reports of patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00024.

Event description:
It was reported that tips of two rod benders broke during use in surgery. The tips were retrieved and the procedure was completed using two alternative rod benders. There were no reports of patient impacts associated with this event. This is report one of two for this event.